Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The patient was still in the hospital. The peritonitis was not yet recovered.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 3 of 3 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11e05039 and h11g12049 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.